Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used (it is unknown if the device was used during a procedure). According to the complainant, the pump would not circulate fluid intermittently.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.